Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4): trial patient stated her stomach was swollen and it was still hard to urinate. The patient reported a day later that she still has swollen stomach, dilated pupils, had back pain when stim was higher and was sore. Additional information reported couple of weeks later indicated that straining worsen with test stimulation in place. The patient still reported having to sit forward, for a long period, pushes up on urethra with tissue to get remainder out but notes even this was less effective now with the device in. The patient also reported decrease in stream since test stim was placed. The patient reported that harder to do kager exercise since the device was put in place. Stress incontinence was unchanged, incontinence (urge) was improved with test stim, urinary frequency was unchanged, patient was still voiding 6x daily. The patient stated since the test stim was placed she has felt it mostly across her lower back and left buttock and describes it as intermittent pain. The patient had the originally on the right side at 1.4 but noted the back , then turned it to the left side but was unable to tolerate at even 0.1 due to back pain and shooting pain down left leg. The patient then turned it back to the right side and set it at 0.9 and still felt the pain in her back. The patient felt it more difficult to empty her bladder. Her bladder diary showed 6 voids daily with volumes of 200-800 cc and one episode on incontinence. The patient had not taken urecholine or flomax while on trial. It was noted that the trial was unsuccessful, electrodes likely moved as patient was unable to feel sensation of stimulation in the proper areas. It was noted that patient empty well on the day of this call with trial but reported straining and feeling incomplete bladder emptying (icbe). The test stim removed and will proceed with interstim stage 1. The health care provider indicated that although patient had improvement in her frequency and urgency, her main concerned was the straining to void of medication was a problem. The patient was not feeling stim in the bicycle sat areas. The patient reported swollen stomach and difficulty occurred prior to trial and during the test phase. This problem was related to patient stopping medical therapy during trial and suboptimal lead placement of the test lead. The patient noted to have improvement in frequency, urgency and able to increase capacity .the patient was advised to resume tansulosin and urecholine, will plan for placement of stage 1 to provide better stimulation.